Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error four times in the last 15 minutes. Customer's father stated the alarm occurred when the customer was attempting to bolus. Her blood glucose was 81 mg/dl. Troubleshooting was performed and the customer's father was able to rewind the device. He later mentioned the device had alarmed no delivery continuously which caused the customer's blood glucose to be over 600 mg/dl. Customer's father declined troubleshooting for no delivery alarm and none was performed for the high blood glucose level. Customer's father will be returning the device for analysis due to the motor error alarm.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.